Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and machine flow sensor were replaced to address the issue. The root cause was confirmed. Additionally, the device's display board was replaced due to j6 being broken. The device's inlet filter and muffler were replaced due to the 4-year pm assessment requirements. Upgraded to software version 1.06.10. Unit passed final test.

Manufacturer narrative:
The reported failure of ventilator inoperative alarm due to a faulty circuit board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.